Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was consistent with a vacuum nozzle issue. He performed an initial precision check, quarterly maintenance, flow path cleaning, and primes; verified the position of the sample probe and gear pump pressure; replaced the vacuum nozzle and tubing in the dilution vessel; and performed ion-selective electrode checks, precision checks, and qcs with acceptable results. He verified the analyzer's performance with diagnostic checks. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from multiple patient samples tested on the cobas pro ise analytical unit. The following are examples of questionable results: patient sample 1: the initial na result from the analyzer was 152 mmol/l. The repeat result from another cobas pro analyzer was 143 mmol/l. Patient sample 2: the initial na result from the analyzer was 151 mmol/l. The repeat result from another cobas pro analyzer was 142 mmol/l. Delta checks on other patient sample results prompted the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges; there was no indication of a performance issue with the reagent. The alarm trace had abnormal aspiration of the sample probe alarms; this indicates possible poor sample quality. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.